Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing a routine breast implant surgery in exchange for 550cc mentor memorygel breast implants on (B)(6) 2022. During this surgery a ruptured left implant was discovered. There was no reported delays or patient harms. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred after the expiration date of the breast implant. As this is unlikely, mentor associates are reaching out for further information. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
On (B)(6) 2022, mentor was provided with the patient's ethnicity and an updated implantation date. The appropriate fields have been populated. On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. As the device was received, the previous reporting in the initial report which stated the device was discarded is now void. Despite previous information indicating the discarding, the product which was reported matches the received product. On (B)(6) 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).